Event description:
The patient underwent a cesarean section (c-section) wherein seprafilm was applied. Seven days post operatively; fluid had accumulated in the anterior wall of the uterus. The patient was diagnosed with chorioamnionitis stage 2 and funisitis stage 3. Due to the persistent inflammatory response, a reoperation was proposed; however, the patient refused. Conservative treatment with oral antibiotics and outpatient follow-up were initiated, and the patient recovered. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.